Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleges that upon insertion, the patient reported discomfort, but continued to use the tube. After a couple hours, replacement was required due to discomfort in the patient; bleeding and irritation were reported. No incident related medical sequela was reported.